Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose. The patient's last blood glucose value was 328 mg/dl. The customer was being treated in the ICU with an IV drip. During troubleshooting, the caller was assisted with connecting the meter to the insulin pump. The insulin pump was not returned for analysis.